Event description:
A male with very tortuous iliacs underwent endovascular therapy in 2008. When placing the system, only the top cap entered the vessel. The sheath shrunk and could not be placed in the vessel. A hole was discovered 10cm from the top of the sheath. At that time, the vascular surgeon had to open the vessel to obtain access for the system. Patient outcome is unknown and no additional information is available at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically warns to consider the degree of vascular calcification in the pre-implant determination. The IFU also recommends specific wire guides to be used with the system specifically, an amplatz or lundequist wire guide. The complaint summary states that only the "top cap" entered the vessel. The iliac leg delivery system does not have a top cap and it is possible the customer is referring to the dilator tip. One loaded delivery system was received in an opened and used condition with the dilator protruding from the sheath and a small cut/tear was present on the sheath. The exact cause of the damage is unknown. It is possible that the damage was procedurally related or possibly due to product quality. However, we have notified the appropriate individuals and we will continue to monitor for similar events.